Manufacturer narrative:
Unit passed the displacement test, rewind test, basic occlusion test, occlusion test and prime/a33 test. However, unexpected no delivery alarm during excessive no delivery test due to faulty fsr (gold).

Event description:
The customer reported via phone call that insulin pump had no delivery alarm. The customer¿s blood glucose level was 358 mg/dl at the time of incident. Customer was assisted with troubleshoot and insulin was exited. The insulin pump will be returned for analysis.